Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation it was noted that the pacemaker and right ventricular (rv) lead exhibited low out of range pacing impedance measurements and high threshold measurements. Review of the data found that the low impedance measurements had been occurring for approximately two months. An x-ray was taken which did not yield any significant findings. A revision procedure was performed where the rv lead was tested on a pacing system analyzer (psa) and yielded the same low impedance measurements. A lead integrity issue was suspected. Subsequently the lead was surgically abandoned. A new rv lead was implanted with the existing pacemaker.